Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during three procedures, the knives were blunt. The knives were exchanged and the procedures were completed without harm or injury to the pt.